Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed via evaluation at the (B)(4). Damages to the bottom housing, handle, and battery strap were noted during visual inspection of the returned mpu (serial number: (B)(4)). Visual inspection of the patient cable revealed loose rubber around the lemo connectors. The system underwent functional testing procedures and passed without issue despite the observed damages. The mpu¿s bottom housing, handle, battery strap, and patient cable were all replaced with new components. Preventative maintenance was performed, and the repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2016. The heartmate 3 instructions for use (IFU) entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. Also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit's patient cable was loose at rubber end around black and white connector, bottom housing was cracked near ac power inlet, handle was damaged, and battery ribbon was worn out.